Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, tropi es result was obtained from a patient sample when tested using vitros tropi es lot 4330 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4330 performance issue is not a likely contributor to the event. Within run precision testing performed were within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4330. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected, tropi es result was obtained from a patient sample when tested using vitros tropi es lot 4330 on a vitros xt7600 integrated system. Result of 0.160 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however, treatment was not altered, initiated, or stopped based the initial result reported as a corrected report stating the vitros tropi es result of < 0.012 ng/ml was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).